Manufacturer narrative:
Correction to update component code from code 4756 to code 3041. Additional information: further investigation was completed by the engineers. As per r&d analysis of the data logs, no issue could be deteceted with the monitor and during software log evaluation, no defect was found. In conclusion, the alleged inaccurate hemodynamic parameters could not be confirmed. Lastely, after this incident, the hospital staff received training with regards to this device following their request.

Manufacturer narrative:
The lot number for this device was received. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was received for a full product evaluation. From visual inspection, no physical defects were identified on this swan ganz module. This module was connected to a known good unit and the patient cable test was performed successfully. Additionally, using both the 70cc2 returned by the customer and a 70cc2 cable from the workshop, together with the patient simulator, the cardiac output and cardiac index values were simulated without any issue for over 24 hours and no error messages were observed. For further evaluation, the module was tested as per internal producers and it successfully passed all the tests. Source of failure for sgm was not identified as no defects were found during our evaluation. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Cardiac output and cardiac index values should correlate with the clinical manifestations of the patient. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, with this swan ganz module, the cardiac output (co) value was 5.0 l/min which was lower than expected and therefore it was not considered correct by the doctor. Later, the cardiac index (ci) was 2-2.6 l/min (expected value was unknown). The patient did not receive treatment based on the wrong value. Alarm advised that the systemic vascular resistance index (svri) was below the lower limit. However, the user did not know if this alarm on svri was a consequence of the inaccurate co, or if the slave cables were not functioning, as the cables could not be tested. Furthermore, the continuous cardiac output (cco) could not be measured. The patient cco cable test was performed at the time of failure and it was determined that the 70cc2 cable was fine. Additionally, the connect pressure sensor for pulmonary artery monitoring alarm was displayed, the zeroing was not possible and the pulmonary artery (pa) pressure was not displayed. All information (pa, cvp (central venous pressure) and arterial pressure) were displayed correctly on the philips bed side monitor. The hemosphere monitor (hem1) was connected using a pressure cable to a non-edwards one-line pressure transducer (dpt) for pulmonary artery (pa) pressure, which was connected to a swan ganz (sg) catheter. Additionally, a non-edwards two-line pressure transducer for arterial and central venous pressure (cvp) was also connected. In order to troubleshoot these issues, an oximetry calibration was performed, and it was fine. The swan ganz catheter and pulmonary artery catheter were also checked, and they were fine. Further troubleshooting was done according to operator's manual. In addition, the monitor was switched off and on multiple times, the pa pressure set was replaced by a new one and the patient cable test was also performed. However, the pa pressure was still missing. Furthermore, the cvp and map were slaved via analogue input and the patient had cvc inserted. The user removed both analogue cables. The cvp ports were cleaned using the advanced settings in analogue input and tried to enter cvp manually. The patient bsa were checked (length, hight, weight) and confirmed that everything was entered correctly. After all the unsuccessful troubleshooting, the user kept monitoring until the pa catheter was removed as the user expected that the monitor would start showing the expected values. There was no allegation of patient injury. The product is expected to be returned for analysis; however, it has not yet been received.